Event description:
It was reported that the patient presented to the emergency room because patient's "heart was beating too fast" and patient had shortness of breath [sob]. It was also reported by patient's physician that during a previous hospital stay, the device was programmed incorrectly by a company representative so that it was "tracking backwards." It was later reported by a company representative that the patient had an atrial arrhythmia that was slower than the device mode switch rate; thus, the device was tracking at the maximum tracking rate. The device was reprogrammed to a lower detection rate and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.